Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that after pocket closure, this right ventricular (rv) lead had perforated the heart wall. Additional information from the field representative indicates that the patient experienced chest pain immediately after the implant procedure. An echocardiogram was performed and possible lead perforation was suspected. Subsequently, the patient underwent a surgical intervention to reposition this lead. The patient was given medication after the lead reposition and is doing well. This lead remains in service. No additional adverse patient effects. The complaint device was not returned by the customer; therefore, no product analysis could be performed.